Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric sleeve procedure, the doctor noticed that the anvil arm of the jaw was loose and discarded the device. Case completed with another device of the same product code. There were no patient consequences reported.